Manufacturer narrative:
UDI section of d4 is unknown, no product information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that upon opening the temp check thermometers for the unit were found missing. No adverse patient effects were reported by the customer.